Manufacturer narrative:
Subject: qv otc consumer reported swabbing her nose after dipping the swab in the reagent solution--tss provided information on hazardous ingredients in reagent solution. Investigation conclusion: the provided lot number was not associated with the reported product. Therefore, we performed a search for similar complaints of the reported problem. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: the provided lot number was not associated with the reported product. Therefore, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient info.

Event description:
Qv otc consumer reported swabbing her nose after dipping the swab in the reagent solution--tss provided information on hazardous ingredients in reagent solution.